Event description:
Blood glucose results of "334 mg/dl" with the lifescan meter and "269 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The meter, test strips and control solution were replaced.